Event description:
It was reported the patient's charger is no longer able to recharge the ipg successfully. In turn, the patient has lost stimulation. Troubleshooting and the use of multiple charging systems did not provide resolution. It was also reported the programmer is no longer able to successfully communicate with the ipg. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results : the complaint for ¿charger can't locate ipg¿ could not be determined. As returned, the ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester and it passed all functional tests after being recovered. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced. The replacement ipg resolved the patient's issue.